Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor- 10/30/2015, electrode belt- 2/5/2015.

Event description:
A us distributor contacted zoll to report that a german patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received one appropriate treatment from the lifevest. At 20:19:50, the patient received the treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole with tactile artifact. From 20:22:27 to 20:30:22, the patient's rhythm was an idioventricular rhythm at 40 bpm degrading to vt at 130 bpm, below the patient's physician prescribed treatment threshold of 150 bpm. The rhythm degraded to asystole with CPR and motion artifact. The rhythm then transitioned to an idioventricular rhythm at 20 bpm with CPR and motion artifact and nsvt. At 20:30:37, the lifevest was shut down. There is no indication that a device malfunction caused or contributed to the patient's passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.